Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was in range of 400-500's mg/dl. It also stated that insulin pump received no delivery alarm and insulin exited. The customer stated hat the drive support cap was normal. It also stated that self test and displacement test was performed and insulin pump passed self test and displacement test. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.